Event description:
Blade was very tight in the handle and nurse had a hard time removing it from the handle. Nurse was injured while attempting to remove the blade. Blade went through left-hand middle finger at knuckle and needed stitches.

Manufacturer narrative:
Attempted to contact the customer without success. Will continue attempts to gain more details. Awaiting for the device return to evaluate.